Event description:
A loose charging port was reported, resulting in difficulties charging the device, requiring multiple attempts to achieve a proper connection. There was no adverse impact on the customer's blood glucose levels. No further troubleshooting was requested by the customer, and no actions were taken by technical support.